Event description:
Customer reported via phone call that high blood glucose of 580 mg/dl. Customer called in to report he was experiencing issues with the transmitter. Customer stated that he has received several calibration errors and sensor reading discrepancies. Troubleshooting was performed to test the transmitter and it was determined it was functioning correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.